Event description:
It was reported that the intraocular lens (iol) was explanted from patient's left eye due to vision disturbances. No other intervention was required. The patient has fully recovered.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2022 and (B)(6) 2022. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 17, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed haptic damage and no other lens defects before and after cleaning the lens. No defects that could contribute to visual issues were observed. Conclusion: the complaint issues were not confirmed. The other observed issue during product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.